Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed in 2009. According to the complainant, while attempting to obtain a second biopsy sample, one of the forceps jaws was broken off. The device fragment was retrieved using a roth net. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.